Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch/lot: 18117699/ 18183704. Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(4), batch/lot: 18361927/ 18313291.

Event description:
It was reported that the patient experienced inadequate stimulation and when the device was on patient felt a strong stimulation to where its difficulty to breath and was uncomfortable for the patient. It was also reported that the patient had multiple impedances due to splitters. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices were kept by facility.